Manufacturer narrative:
Concomitant medical devices: 694775, lead, implanted: (B)(6) 2011; 407652, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alerted for out range high impedance. It was also reported that the right ventricular (rv) lead alerted for rv coil and svc coil high impedance. The leads remain in use. No patient complications have been reported as a result of this event.